Event description:
Reporter stated he had the er1 message. Reporter restarted and retested a new test strip and received a blood glucose reading of 104 mg/dl. Co reviewed technique successfully. Reporter does not use the color chart. Reporter did state he runs the control test but did not run it when he received the er1 message.